Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient was reported that when the manufacturer¿s representative (rep) tried to program the implantable neurostimulator (ins) to change position the ins would not change and they were unable to program adaptivestim. The ins would be set on standing at 6.2 and lying down at 3.5. When the patient would go to the laying down position the ins would change to the lying down position, but when she would change position back to standing the ins would not switch to the standing position. Currently she had to manually change the ins programming. The issue had not been resolved 3 months later. Additional information received from the consumer reported there were no symptoms related to the adaptive stimulation programming issue. The antenna was switched as a step to resolve the programming issue. Additional information received from the company representative reported that palpating around the pocket was performed and the battery felt loose and able to flip easily, thus affecting the ability of battery to change position properly. The physician noted that the patient loses and gains weight often explaining the battery seeming loose in pocket. The physician saw no reason to revise pocket and asked the rep to simply turn the adaptive stimulation off. The indication for use was spinal pain and failed back surgery syndrome. If additional information is received, a follow up report will be sent.